Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, the newly positioned right ventricular (rv) lead was noted to exhibit an inappropriate current of injury. Septal fluoroscopy was performed, which confirmed cardiac perforation. Following this finding, the patient¿s blood pressure decreased. An echocardiogram was performed and identified a pericardial effusion, consistent with cardiac tamponade. An intervention was performed to drain fluid from the pericardium. The rv lead was not implanted. The patient reported to be in stable condition following the intervention.